Event description:
Info received indicates, the brake will not hold.

Manufacturer narrative:
The technician found when the brake is engaged, the casters would continue to swivel. The technician replaced the worn casters and installed a brake/steer upgrade to repair the stretcher.